Manufacturer narrative:
The reported events of longevity anomalies, premature discharge of battery, failure to capture and low pacing impedance were not confirmed. The device was at end-of-life voltage level when received. Device output was also not available, consistent with low battery voltage condition. Analysis of the device image indicated the device was operated in high output mode and was implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, resulting in the reported events. The device was cut open and connected to external power source for further testing. Electrical and mechanical tests performed including output verification and pacing impedance did not identify any functional issues.

Manufacturer narrative:
Correction: h2: field should be corrected to reflect both "additional information" and "device evaluation"

Event description:
It was reported that a patient presented with premature battery depletion, low pacing impedance and loss of capture noted on the pacemaker. The device was explanted and replaced on (B)(6) 2024.

Event description:
It was reported that a patient presented with premature battery depletion, low pacing impedance and loss of capture noted on the pacemaker. This resulted in lightheadedness. The device was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.